Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date, following a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user over-estimating the carbohydrate content for the meal or snack they were eating and choosing a meal dose size that was too large, resulting in an excess of insulin relative to their need.

Event description:
On 9/18/2024 an ilet user reported they experienced a low blood glucose event requiring assistance to treat. The event occurred on 9/18/2024. The user reported a low bg event during the early morning hours. The user's bg dropped to 39 mg/dl and remained low from 2 am to 4:30 am. After announcing a meal at 12:30 am, the user experienced a hypoglycemic event and slept through the low bg alarms, waking up feeling disoriented and unable to move or speak clearly. The user reported feeling sweaty and "out of it," describing the sensation as similar to "stroking out." A friend assisted by providing candy to help raise the user's blood glucose. No professional medical intervention was required.